Event description:
The customer reported having a button error alarm. Troubleshooting was performed. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded keypad trace. The device was received with missing end cap sticker and serial number label; cracked case at the display window corners, and loose drive support disk.